Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a concentric de novo coronary lesion in the mid left anterior descending artery with moderate tortuosity and 70% stenosed. Pre-dilatation was performed, after which the 3.0 x 18 mm xience pro stent implant was successfully deployed. During post-dilatation at 14 atm a side-edge dissection was observed. Another xience pro was used to cover the dissection. Results were timi iii flow without any residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.